Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side deflation and capsular contracture baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported right side deflation and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 15/may/2024.

Event description:
Healthcare professional reported right side deflation and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of deflation and capsular contracture requested on april 19, 2024. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ deflation : no observed opening on the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side deflation and capsular contracture baker grade IV. Device has been explanted.